Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('claiming migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine") and headache ("headache"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, pelvic pain, abdominal pain, fatigue, gastrointestinal disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, device dislocation, fatigue, gastrointestinal disorder, headache, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: right occlusion only. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event "injury" was updated to new events claiming migration, pelvic pain/chronic pain, abdominal pain, fatigue, gi conditions, migraines, headaches. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.